Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia of 47 mg/dl while wearing the ilet bionic pancreas. A caregiver called ems who treated the user with glucose and transported the user to the hospital, where the user was treated and discharged the same day. No long-term adverse health effects were reported.